Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that caller spoke with the patient's nurse after MRI tech indicated one system was removed yesterday. The nurse stated that the system implanted on (B)(6) 2016 hasn't been working since the start because it would only relieve pain on one side of the patient's body. When they tried to adjust the system it would give the patient a jolt of pain to the heart. The nurse indicated that they were originally going to do a revision of the system but they were "unable to place it correctly." Because of this the entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.